Event description:
Angioplasty was performed sequentially using two pta balloon catheters. Angiography taken following the use of each balloon catheter revealed no evidence of extravasation, clot formation and reconstitution of flow through the basilar artery (ba). There was an atherosclerotic plaque at the level of the mid-ba. The physician attempted to placed a stent (subject device) across the stenosis but was unsuccessful. The system was withdrawn and the physician changed the position of the guidewire into the right superior cerebellum artery. Control angiography revealed no extravasation. The physician was then able to successfully place a second stent across the stenosis. Angiography taken ten minutes post stent deployment revealed no extravasation, occlusions or vasospasm. The procedure was completed. Approximately three hours post procedure, the patient suffered a fatal intracerebral hemorrhage that the physician attributed to a reperfusion injury that can not be predicted prior to the procedure. The physician does not allege that a malfunction of the stents caused or contributed to the event.

Manufacturer narrative:
Unknown as the batch number was not disclosed. For no allegation of product malfunction or non conformance contributing to the reported event.